Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged shortly after implant due patient having twiddlers syndrome. The lead was removed during a scheduled device replacement. The lead was not replaced, the patient no longer has an lv lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.